Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope displayed an e315 unsupported scope error message and an e226 scope communication error message when connected to the video processor. There were no reports of patient harm or injury.